Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 november 2022, a 35-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The occluder was chosen to close a large patent foramen ovale (pfo) with bidirectional shunting that was observed on transesophageol echocardiogram (tee). Prior to procedure from 30 october 2022 to 7 november 2022, the patient was admitted to the hospital for shortness of breath and hypoxia due to large pfo. During procedure for implant of pfo occluder, 8000 units IV heparin were administered, and the patient was under conscious sedation. During deployment and implantation of the pfo occluder, the patient became minimally responsive and hypoxic. The sedation was reversed, and oxygen saturation improved. However, the patient was still minimally responsive, so the patient was intubated. A coronary angiogram was performed, which was negative for acute occlusions of the coronary arteries. The patient was transported to computerized tomography (CT) scan with the stroke neurology team. The patient was diagnosed with acute hypoxic respiratory failure and altered level of consciousness with unclear etiology. The patient status was unknown.

Manufacturer narrative:
An event of hypoxia, respiratory insufficiency and stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty implanting the device. Information from the field also indicated that the physician believes the patient became hypoxic do to the pfo being open. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.